Event description:
On 10/26/2009, the patient reported that she has been having issues with air bubbles in the insulin cartridge and tubing of her infusion device. She stated that 12-24 hours after she changes the cartridge, her device is "full of air." She said, she checks her infusion device every few hours, and disconnects her tubing to prime the air bubbles out. The air bubbles then reappear and continues through the course of the cartridge use. As a result, she has had elevated blood glucose readings up to 300 mg/dl with her target range being 80-160 mg/dl. Her a1c "always runs around 6." Symptoms were fatigue and thirst, and she boluses via her device to correct her readings. She said, she notices air bubbles in the cartridge, which then move into her infusion set until primed out. She uses cartridges for 4-5 days and does not reuse them. She fills the cartridge before filling. She changes the adapter every 4-6 weeks, and last changed it a couple of weeks ago. She uses the infusion set key to properly tighten the luer lock and adjusts the piston rod when inserting the cartridge. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.